Event description:
Ventilator stopped cycling. Alarms sounded and displayed ventilator inoperative. Patient immediately removed from defective equipment and manually bagged by intensive care unit nurse until another ventilator was brought from the respiratory department. Intensive care unit nurse was standing at bedside when ventilator stopped.